Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia before lunch with a fingerstick glucose of 65 mg/dl, treated with two glucose tablets and followed by lunch; approximately 30 minutes later glucose was 74 mg/dl, and earlier that day glucose rose to 196 mg/dl after a usual breakfast announcement, received an automated correction, and later dropped to 68 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates and continued monitoring without need for medical intervention. Investigation included review of device use, automated insulin delivery behavior, user education, and troubleshooting through customer support. Investigation of this case revealed no device malfunction, with the pattern consistent with appropriate automated corrections and potential mismatch between meal announcement, postprandial glucose rise, and subsequent insulin action. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.